Event description:
A report was received that a patient was burned multiple times by her charger. The patient sought medical treatment for the first burn. The symptoms of the burn were blisters, redness and a welt. The burn was the size of the charger and was located on the right hip. The burn has since healed.